Event description:
Procedure type: gastrectomy. According to the reporter: a doctor recognized a problem in movement of silver toggle. Upon trying to rotate it, he could not control the angle. New one was opened. There was no patient harm. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. Nothing fell into the cavity. No reinforcement material was used.

Manufacturer narrative:
(B)(4).